Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed noise on the right ventricular (rv) channel that was being oversensed. The patient was seen in the clinic, and they were unable to reproduce the noise with pocket manipulation and isometrics. The rv lead had stable impedances and thresholds. It was noted the noise was random and larger than 5 mv. They were unable to program around the noise and still have adequate sensing, so the patient was referred for lead revision. The patient was 5 percent paced in the rv. Further information was provided that this rv lead was surgically abandoned and replaced due to noise and low pacing impedance of less than 200 ohms. The root cause for the clinical observations remains unknown. No additional adverse patient effects were reported.